Manufacturer narrative:
A customer in (B)(6) reported false negative results while using vidas® ebv vca igm lot 1004235770 / 160715-0. An internal biomérieux investigation was performed with results as follows: one complaint for the kit vidas® ebv vca igm lot 1004235770/160715-0 was recorded for a total of 2426 kits released in the field. Review of batch record history- no nonconformities for this lot. Testing of the kit vidas® ebv vca igm lot 1004235770/160715-0 in the returned sample was not possible due to volume of sample was not sufficient . No presence of igm anti p18 were in the return sample. The negative result obtained with the kit vidas® ebv vca igm by the customer are in accordance with the results obtained with all diag ebvcheck igm and igg. The customer compared the negative results obtained on the vidas® vca igm kit with the positive results obtained on the chemiluminescence technique combo (anticorps anti epstein-barr / antigene capsid vca igm). Moreover, the customer obtained negative results on the chemiluminescence technique (anticorps anti epstein barr ea) early. The negative results obtained are in accordance with the results obtained with the vidas® vca igm kit and all diag ebvcheck igm and igg. The positive results obtained on the chemiluminescence technique combo show the presence of antigen. When the customer tested the chemiluminescence technique (anticorps anti espein barr ea early, negative results were obtained. Conclusion- vidas® ebv vca igm is performing within the expected specifications.

Event description:
A customer in (B)(6 )reported false negative results for two patients with clinical symptoms of mononucleosis disease while using; vidas ebv vca igm.